Event description:
Pt reported experiencing periodic high blood glucose (470 mg/dl), while using the infusion sets. When inserting a new site, some of the infusion set cannulae have bent, causing the insertion to be painful. Reported that, after 24 hours use blood glucose would increase. Pt self-treated by delivering boluses.